Manufacturer narrative:
The user interface assembly was received for failure investigation. The burned-out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.

Event description:
The customer reported that the display is dim and is not readable. There was no patient involvement. The remote service engineer advised the customer to replace the user interface assembly. The customer replaced the user interface assembly, and the issue was resolved.